Event description:
Event description guidant received information that at 40.5 months post implant, this implantable cardioverter defibrillator (ICD) was explanted due to eri. There was no allegation against the device. A new guidant ICD was successfully implanted. The explanted device was returned to guidant for analysis.